Manufacturer narrative:
Capsule contracture was reported as the reason for explantation.

Event description:
Capsule contracture.

Manufacturer narrative:
Capsule contracture was reported as the reason for explantation.update/correction to sections b1, b2, b4, d6b, g6, h2, and h10

Event description:
Capsule contracture